Manufacturer narrative:
Specific sample information has not been supplied to date. Qc was performing within the customer's established ranges at the time of the event. System check data has not been supplied to date. Service was offered to the customer at the time of contact but service was declined. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an erroneously high creatinine kinase - mb (ckmb) result above the normal reference range for one (1) patient that was generated by the unicel dxc 600i access immunoassay system. Repeat testing of the sample produced lower results was still above the normal reference range but outside of the assay precision limits of 8%. No erroneous results were reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.